Manufacturer narrative:
The insulin pump had cracked battery tube threads, scratched display window and broken off end cap. No button response due to open connector on the lcd board.

Event description:
It was reported that the insulin pump was dropped accidentally and the drive support cap was sticking out from the insulin pump. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.